Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated a false positive troponin result for one patient sample. The analyzer generated an initial troponin result of 1200 ng/l. The next morning, a second sample from the same patient generated a troponin result of <10 ng/l. The first sample was repeated and the sample generated a troponin result of <10 ng/l. The customer uses a troponin cutoff value of 50 ng/l.

Manufacturer narrative:
The customer stated an architect i2000sr analyzer generated a false positive troponin result for one patient sample. Further investigation of the customer issue included a review of the complaint text, instrument service history, testing of retained reagent, a search for similar complaints, and a review of labeling. The service history of the customer's issue did not identify an increase in complaint activity. An internal troponin-I panel was tested with troponin reagent lot 14543un11. The panel was within specification. Tracking and trending idntified a total of six tickets which identified troponin reagent lot 14543un11 as the likely cause for discrepant results. Labeling was reviewed and found to be adequate. Based on the available information a definitive cause of the false positive tropoonin result could not be determined. A deficiency of the architect stat troponin-I assay was not identified.